Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged a few days after it was implanted. Additional information from the field representative indicated that the possible cause of dislodgement was due to the patient not being compliant with activity restrictions post implant. This lv lead was explanted and replaced with another lead. No additional adverse patient effects were reported.